Event description:
The customer reported that the unit is intermittently shutting down and displaying cycle power error 10.

Manufacturer narrative:
The customer reported that the unit is intermittently shutting down and displaying cycle power error 10. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.